Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The om2 cable was returned for evaluation. During inspection, it was found that the displayed svo2 values were out of spec at 74 ¿ 86% for in in-vitro calibration. The spec is 79 ¿ 85%. For the in-vivo calibration, the displayed value was 60 ¿ 62 %, though the spec is 59 ¿ 61%. A conductivity test was concluded with no functional faults found. There was no physical damage found in the visual inspection. The cable will be scrapped. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported during inspection, it was found that the displayed svo2 values were out of spec. For in-vitro calibration the displayed value was at 74 ¿ 86%, with a spec of 79 ¿ 85%. For in-vivo calibration the displayed value was 60 ¿ 62%, with a spec of 59 ¿ 61%. There was no patient injury reported.